Manufacturer narrative:
Follow-up submitted noting the customer performed the evaluation then decided not to repair bed at this time. Evaluation performed by customer.

Event description:
It was reported via repair work order that the litter may have been unable to be completely lower due to lift motor damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the litter may have been unable to be completely lower due to lift motor damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.